Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported recurring high blood glucose readings with a new box of infusion sets. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer declined to troubleshoot the issue. The current blood glucose level was unknown. The customer states the infusion sets in the second box resolved the issue. The infusion sets will be returned for analysis.